Event description:
The customer reported to philips healthcare that the heartstart mrx was "not reading cardiac rhythms thru the 5 lead". There was no pt impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.